Event description:
Additional information received indicates that the trial was successful and had a permanent implant that went smoothly. The lead remains implanted.

Event description:
Additional information received indicates that the patient was re-trialed with another system on (B)(6) 2023. Results of the trial and further steps to address the issue are pending.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient had lost therapy with the left l4 lead. X-rays confirmed that the lead was fractured. As a result, the patient may undergo surgical intervention to re-trail the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.